Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1500348 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples do not grab skin properly. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. The stapler was returned with 31 staples left in the cartridge indicating that 4 staples have been fired by the end user. The staples appear aligned properly. No defects or anomalies were observed. The trigger was engaged using hand pressure and the stapler functioned as expected. However, the staple fired was malformed. A second staple was fired with the same result. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. After several successful results the trigger jammed and the device would not fire. The stapler was disassembled to further examine the assembly. It was discovered one of the connections for the assembly that holds the cartridge to the trigger was broken. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined when or what caused the assembly connection between the cartridge and the trigger to break. Other remarks: the damage caused the stapler's inability to form staples properly as the spring could not engage against the forming tool with full, even force. All staplers are 100% inspected at manufacturing for firing at the time of assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The manufacturer will continue to monitor and trend related events.